Manufacturer narrative:
Concomitant medical products: secondary set; td (B)(6) 2018. The customer¿s report of an overinfusion was not confirmed. The pcu event log shows pump module s/n (B)(4) received a remote IV request for epochadu (drugid 340) to infuse at 20.83ml/hr with a vtbi of 500ml at 3:07 pm on (B)(6) 2018. At 4:51 am on (B)(6) 2018, the infusion was paused and was restarted 2 minutes and 24 seconds later. At 9:42 am, the infusion was paused and was restarted 7 minutes and 26 seconds later. At 12:37 pm, the device alarmed for air in line. At 12:45 pm, the infusion was paused. At 12:46 pm, the device alarmed for flo stop open for 4 seconds. The door was closed and the infusion restarted. At 1:20 pm, the device alarmed for air in line. At 1:24 pm, the device was channeled off. The volume recorded as being infused during this period was 456.674ml. The root cause of the customer¿s report of an overinfusion was not identified.

Event description:
The customer reported that 500ml of epoch (doxorubicin, vincristine and etoposide) was programmed to infuse at 20.8ml/hr for 24 hours however the infusion completed in 22 hours and 30 minutes. The customer provided their dosage preparations as "the amount of overfill removed for all of the preparations was 50ml when the bag is more likely to have 30ml of overfill. This would result in approximately 480ml in the bag instead of 500ml in the bag. This would result in the infusion running in over 23.1 hour approx. Instead of 24 hours." The facility's clinical engineering could not duplicate this issue. There was no harm.